Event description:
It was reported in preparation to use the ultracinch lp device, it was primed with saline by the physician and saline was infused by a pressure bag. The machine alarmed initially stating that saline flow pressure was too high so the user slowly deflated the pressure bag until the alarm went off. When the ablation procedure was started using the ultracinch lp, the physician noted smoke by the heart. The machine temperature was in normal range and saline was flowing normally. The physician continued the procedure without problems.

Manufacturer narrative:
We are awaiting device return. Once the investigation is complete, a follow up report will be submitted. Date report submitted to FDA by manufacturer: 08/26/2010. Date the initial reporter provided the information to the manufacturer: (B)(6) 2010.